Event description:
It was reported that approximately eight years after implantation of a vena cava filter, fluoroscopic imaging identified a detached filter arm in the pericardium, and two detached filter legs were identified in the ivc wall. The patient is reported to be asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment. The root cause for the event could not be determined based upon the available information. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.